Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, no pre-implant balloon dilation was performed. The deployment starting point was bottom of pigtail and after the valve was deployed, the implant depth was 0 millimeter (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). A non-medtronic. Guidewire was used during the procedure. Per the physician, the cause of the ventricular fibrillation and hypertension were unknown and it was unknown if the delivery catheter system (dcs) contributed to the ventricular fibrillation or hypertension.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving a patient with a previously implanted non-medtronic 21 millimeter (mm) surgical valve, the transcatheter valve was deployed up until the point of no recapture (ponr). It was then identified that the valve had under expanded, so the valve was recaptured. After recapturing the valve, ventricular fibrillation occurred that was subsequently treated with cardioversion. After cardioversion, the patient's blood pressure decreased, and the attending physician decided to initiate cardiac massage as extracorporeal membrane oxygenation (ECMO) was being prepared. After ECMO placement, a pre-implant balloon aortic valvuloplasty (bav) was completed by using a non-medtronic 18 mm balloon. The delivery catheter system (dcs) was then advanced again, and ECMO flow was reduced to 1.0 liters per minute (l/min). Rapid pacing was then initiated once deployment was initiated. The valve was then deployed to the ponr in that it was positioned 0 mm from the non-coronary cusp (ncc) and 4 mm from the left coronary cusp (lcc). The valve was then fully deployed, however, after full deployment of the valve it was noted that the valve was positioned 1-2 mm more shallow on the lcc side. There was minimal paravalvular leak (pvl) noted as well as a transvalvular pressure gradient of 9 millimeters of mercury (mmhg). Transesophageal echocardiography was then obtained which revealed that there was an increasing pericardial effusion. It was additionally confirmed that the bleeding was not coming from the left ventricle. In response, pericardial drainage was initiated, which resulted in 300 milliliters (ml) of fluid being aspirated visually. After drainage of the pericardial effusion, the patient's hemodynamics stabilized. Per the physician, the cause of the pericardial effusion was a right ventricular perforation that was caused by a pacing catheter when cardiac massage was being executed prior to ECMO initiation.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013008934); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.